Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in the abdomen. The patient stated she experienced 2 separate events where she lost consciousness due to an inaccuracy. This report is to capture the second event. No specific information was reported regarding this event, and other than that the patient fainted and that the cgm would have been inaccurate. At the time of the report the patient was stable. There was no documentation of further medical intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 2 of 2 reports of the patient losing consciousness due to inaccuracy that occurred two separate times. Related records (B)(4).